Event description:
Blood found to be backed-up to the point of the transducer pigtail. The port immediately proximal to the pt was found to be cracked and was leaking IV fluid and blood. As a result, the pt required a blood transfusion of 15cc's. An investigation of the event revealed that there was a crack in the device at the zeroing stopcock. Upon further investigation, it was found that four other transducers had failed and were leaking on other pts. No adverse events were reported for the other device failures. All device events occurred in the nicu.